Event description:
It was reported that this pacemaker system was exhibiting noise, oversensing and pacing inhibition on both right atrial (ra) lead and right ventricular (rv) lead leads. Technical services (ts) was consulted and recommended replacing the leads. Patient stated feeling light-headed at times, presenting shortness of breath during asystole of 2 seconds. No additional adverse patient effects were reported. Additional information was obtained, the device was explanted and replaced.

Event description:
It was reported that this pacemaker system was exhibiting noise, oversensing and pacing inhibition on both right atrial (ra) lead and right ventricular (rv) lead leads. Technical services (ts) was consulted and recommended replacing the leads. Patient stated feeling light-headed at times, presenting shortness of breath during asystole of 2 seconds. No additional adverse patient effects were reported.